Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had issued a red alert as the patient noticed a red call doctor icon on their remote patient monitoring system. The source of the red alert was not reported but the status cleared on the communicator. The physician is aware. No adverse patient effects were reported. This device remains in service.